Event description:
It was reported to medtronic minimed that the customer experienced damage (out of box/package), sensor glucose vs. Blood glucose, unexpected suspend [low sg], unexpected suspend [low sg] not confirmed, tested ok, sensor glucose vs. Blood glucose not confirmed, damage (out of box/package) confirmed, adhesive patch misalignment. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7040a, mmt-7040a. Customer was reporting a discrepancy, and the insulin delivery suspended due to sensor glucose value of 157 mg/dl vs blood glucose 104 mg/dl, which was not within range. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-7040a was requested and customer response was the device will be returned. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensors and performed a visual inspection. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.